Manufacturer narrative:
Product complaint (B)(4). Photographic analysis: two photos were provided; both pictures show tissue. Due the quality of the pictures it is not possible determinate if there are bleeding on the pictures. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Antral carcinoma. What color cartridges were used and at what anatomical location? Gst60w, jejunum and jejunum. What was the product code or cartridges (gst or ecr)? Gst. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire on one continuous firing stroke? Unk. Were any staple formation issues noted throughout the care of patient? Unk, surgeon noted pulsatile bleeding on anastomotic. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that during the laparoscopic distal gastrectomy b2, jejunojejunal side-to-side anastomosis was performed 14 cm below the gastrointestinal orifice. No bleeding was observed during the operation. Next morning after operation, the patient's heart rate was 120, dysphoria, pulse oxygen 95, blood routine 86, gastric tube bleeding volume was 200ml, hemostasis, volume expansion, blood transfusion, and administration of carnosine sulfonate. At 17:00, emergency gastroscopy was performed, and it was found that the jejunum anastomotic stoma dispatched the pulsatile bleeding, and then used hemolock to stop bleeding under the gastroscopy. The patient is stable and left hospital.